Manufacturer narrative:
(B)(4). .manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-02610 reference MFR. Report: 1627487-2016-02679 it was reported the patient's ipg was eroding through the skin and pus was originating from the ipg pocket and extending to the lead. Due to this issue, the patient's entire system was explanted. Cultures were taken, the results of which are unknown. The patient was placed on oral antibiotics.